Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Few years post filter deployment, computed tomography (CT) revealed that there was an infrarenal inferior vena cava filter with several legs extended beyond the caval wall circumferentially. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 12/2009), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a vena cava filter was deployed after the patient was diagnosed with deep vein thrombosis/pulmonary embolism and prior to surgery for a small bowel obstruction. After some time post filter deployment, it was alleged that several legs of the filter perforated the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and a pigtail catheter was advanced to the inferior vena cava and an inferior venacavogram was performed which identified the renal veins and demonstrated the vena cava to be widely patent. The sheath was advanced into the ivc and the filter was deployed within the infrarenal ivc. A completion cavogram was performed which demonstrated filter positioning. The sheath was removed and hemostasis was obtained. The patient transferred in stable condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed after the patient was diagnosed with deep vein thrombosis/pulmonary embolism and prior to surgery for a small bowel obstruction. After an unknown amount of time post filter deployment, allegedly several legs of the filter perforated the caval wall. The patient alleges to experience abdominal pain.